Event description:
It is reported the patient was revised due to painful hardware in which the distal screws were irritating the patient medially.

Manufacturer narrative:
This complaint was identified during review of a journal article, so information about the case is limited. It is important to note there was an attempt to request additional information which was unsuccessful. There was no particular product part or lot numbers provided, so a complaint review could not be performed. Motionloc screws were used in cases of distal femur fractures that were retrospectively studied to examine the union results for far cortical locking screws. Of the 15 patients reviewed, one patient was revised due to pain and irritation that was allegedly caused by the screws. The review did not note any deficiency in the motionloc screws that may have led to the pain and irritation. The review also noted that there were no non-unions or hardware failures in any of the cases that were studied. Common causes of pain and irritation from screws include prominence of the screw beyond the bone's exterior surface or allergic reaction of the patient to the material. No details were provided about the suspected cause of pain and irritation in this case study. An exact cause of the pain and irritation cannot be determined. Due to this complaint being identified during review of a journal article there was no product returned; therefore, no physical evaluation could be conducted. The device history records could not be reviewed due to lack of product identification, no lot number provided.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/25760500. This report will be amended when our investigation is complete.